Manufacturer narrative:
The pt was revised to remedy instability of the knee after 10.6 months implanted. The explanted device was not returned for investigational review. The revision consisted of changing the 11mm insert to a thicker 15mm insert. No info was provided regarding pt activity, accidents, or medical contraindications that would lead to instability. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the second complaint for this part number - the other complaint was for an infection. There are no indications of material, design, or mfg problems which would lead to instability. The cause for the instability was not determined with confidence but may have been due to the original poly insert size selection since the revision occurred 10.6 months after prior surgery (not likely worn). A thicker insert typically satisfies an unstable joint.

Event description:
It was reported that the pt was unstable a to p extension which required a revision surgery. The knee felt loose so a thicker insert was needed.